Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old female patient noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp placement was aborted as it was unable to past the aortic arch due to tortuous and calcified aortic vasculature. There was no patient harm reported.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. Per clinical information provided, the root cause of the delivery issue is determined to be patient condition because it was reported that the patient vessels are calcified and were unable to pass beyond aortic arch and the case was aborted due to patient anatomy.